Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).